Event description:
It was reported that the attempted right atrial (ra) lead dislodged multiple times and exhibited high thresholds and undersensing. The physician felt the issue was with the helix. The lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).